Manufacturer narrative:
Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 301029 batch#: unknown it was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We have a question on item 301029 syr 10ml l/l. Please see the below photo. Please advise if the black marks on the syringes would be considered a defect. Additional information provided: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. The syringes with the black marks were found on 7/29/24. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? There was no patient involvement. The syringes were found when being pulled from stock to be used to build kits. 3. Any adverse event or serious injury reported to patient or health care professional? No 4. Any physical sample available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? Unfortunately, the kitting facility discarded the product and is no longer available.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. The photo shows five loose syringes, and all syringes have ink dots on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale markings defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. No corrective actions will be taken based on the available information.

Event description:
No additional information was provided.